Event description:
It was reported that, doctor revised patient right hip due to altr serum levels chromium 2.8 cobalt 13.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.